Event description:
It was reported that an occlusion alarm occurred. Customer changed supplies to resolve the issue. Additionally, it was reported that intermittent malfunction alarms occurred. Customer¿s blood glucose level was 100-204 mg/dl. Customer continued to use the pump for insulin therapy.